Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 74 mg/dl. The customer was assisted with trouble shooting and was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer's sensor worked as deigned and was advised to monitor the insulin pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.